Manufacturer narrative:
Extensive corrosion damage was discovered throughout internal components of the device.

Event description:
It was reported that the micro saggital saw was leaking fluid during a procedure. There were no adverse consequences.